Event description:
It was reported that air bubbles were observed within the cartridge canister with multiple cartridges. Customer primed the tubing to address the issue. There was no adverse impact the customer¿s blood glucose.